Manufacturer narrative:
The t:slim g4 pump user guide states: after tubing fill is complete, when the pump returns to the home screen, an estimate of how much insulin is in the cartridge is displayed in the upper right portion of the screen. After 10 units are delivered, an actual number of units remaining in the cartridge will be displayed on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose (bg) level. The customer had not delivered 10 u. The customer was instructed by tandem technical support (cts) that after 10 units are delivered, an actual number of units remaining in the cartridge will be displayed on the home screen. However, the customer stated to not believe the fill estimate number is accurate and declined to troubleshoot with cts.